Event description:
In (B)(6) 2010, the patient began peritoneal dialysis (pd) treatment. On an unreported date in 2010, the patient had a break in aseptic technique described as patient made a mistake. On (B)(6) 2010, the patient experienced peritonitis, which did not require hospitalization. The cause of the peritonitis was the break in aseptic technique. On (B)(6) 2010, a peritoneal effluent culture and analysis were performed, prior to the initiation of antibiotic therapy. The results of the culture were unknown. On (B)(6) 2010, the patient received treatment with injection fortum, loading dose, 500 milligrams intraperitoneal (ip), and injection fortum 250 milligrams daily ip, which had continued as of the time of this report. The outcome for the peritonitis was unknown, and the outcome for the break in aseptic technique was not reported. Pd therapy continued. Concomitant medications were not reported. The nurse believed the event of peritonitis was not related to pd therapy, and did not provide an opinion of causality for the break in aseptic technique.

Manufacturer narrative:
(B)(4).the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown.